Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis nurse reported that the patient had gone to the hospital on (B)(6) 2018 with hypoxia and respiratory failure. During line placement the patient coded and died (reported in a separate file). Prior to this the patient was being treated for peritonitis (for the two weeks prior). Patient had chronic sepsis and several other issues.

Manufacturer narrative:
There is a temporal relationship between the liberty cycler/fmc cassette and the patient's peritonitis event. Based on the available information, the source of the patient¿s peritonitis infection cannot be determined. Should additional information become available, this clinical investigation will be updated accordingly.

Event description:
A peritoneal dialysis nurse reported that the patient had gone to the hospital on (B)(6) 2018 with hypoxia and respiratory failure. During line placement the patient coded and died (reported in a separate file). Prior to this the patient was being treated for peritonitis (for the two weeks prior). Patient had chronic sepsis and several other issues.